Manufacturer narrative:
No product samples, pictures, or videos were received for evaluation. The complaint of a punctured cuff could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was stated that the product had a labeling-packaging error ¿ 35f vs 32f. According to the report, this posed a potential moderate to high risk of ineffective ventilation, airway trauma, and product exchange in a sterile field. The product's status at the time of the event was prior to being used, and its use was intercepted at the surgery room. There was no reported patient involvement and there was no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.